Event description:
Boston scientific received information that during a follow up visit, this pacemaker with right ventricular lead displayed high out of range pacing impedance measurements and loss of capture. Reprogramming to unipolar configuration revealed similar out of range impedance measurements. It was thought there may be a lead fracture. A lead revision is intended, however not scheduled as of this date. The patient with this lead has an intrinsic heart rate and reported no adverse symptoms. No asystole was observed.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Despite attempts to obtain additional information regarding this system, no further information could be obtained. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.